Event description:
Breast reconstruction patient that had allergan natrelle 468 anatomical saline implants installed (B)(6) 2013. On (B)(6) 2015 had first of many incidences of late onset seroma, usually after vigorous exercise. Had ultrasound guided aspiration of seroma fluid, which was tested and was negative. Ongoing problem with 5 flare ups that can only be solved by either eliminating vigorous activity or another surgery to replace implants. Current implants are aggressively textured and I have read the research that strongly correlates late seroma, which is thought to be rare with this make and model of implant. Surgery to replace implants that are only 3 years old will take place on (B)(6) 2016. I am replacing these with smooth implants.